Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2022. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408740. Model: sc-2408-74. Serial: (B)(4). Batch: 19626519.

Event description:
It was reported that the patient was having discomfort due to the ipg protruding at the ipg site. The patient underwent an explant procedure wherein all device components were explanted. All explanted devices were kept by the medical facility.